Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the procedure completed? With another suture: mersilene tape. Any patient consequences reported? No. What is the status of product return? Product is at the j&j offices - (B)(6) and it will be returned.

Event description:
It was reported that the patient underwent an orthopedic procedure on (B)(6) 2018, and suture was used. It was reported that the suture broke. There were no patient consequences reported. The procedure was completed with a different suture.